Event description:
Astral vent cords: the cords are a poor design. There is a 5-pin connector on the vent to which the cable's plug connects. The plug is tiny and keyed, making it difficult to line up as you plug it in. When unplugging, most people will pull on the cord rather than the plug itself. The plug is small and will damage the solder joints inside the connector, tearing it off the cable. Per resmed: the plug was intentionally designed to be difficult to remove from the back of the device so that it wouldn't accidentally be pulled out and put the patient at risk.